Event description:
An avi 840 dual channel IV pump gave a low battery indication while in transport to another med facility. The pump had been continuously charged. It was plugged into the inverter in the ambulance. Upon transfer of the pt from the ambulance to the ICU, the pump lost power. The pt was without dopamine and lactated ringers during the transfer. This could have been a disastrous situation. The equipment was delivered to the med maintenance dept on 29 jan 98. The settings of the pump were noted and the unit was checked for physical damage. A review of the maintenance history was conducted, with no problems documented. The last preventive maintenance/calibration inspection was performed in march 97 with no problems noted. A review of the mfrs literature revealed a new, fully charged battery, with dual channel use should operate 4 hrs before the primary alarm sounds. The secondary low battery alarm should then sound 1/2 hr before disabling infusion. The equipment was charged and tested. It infused for only 28 mins before sounding the primary battery alarm. Within 30 seconds the secondary alarm sounded disabling infusion capability. The probable cause of this malfunction was a deteriorated battery. As a result of this the maintenance dept will shorten the pm cycle on these pumps from 12 to 6 mos. Battery replacement dates will be documented in the equipment record, and all avi pumps will be pulled from svc and checked.